Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 447 mg/dl. Customer took bolus and was feeling nauseous so customer took another bolus but did not bring down the blood glucose. Customer then took 7 units of insulin manually, blood glucose was over 380 mg/dl. During troubleshooting, found cannula was a little bent. Customer was assisted in performing the high pressure test, the test passed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.